Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on an unknown date after the use of the product.

Manufacturer narrative:
This is one event for the same patient involving two separate products; associated mdrs #: 1225714-2013-02321.

Manufacturer narrative:
Additional information has been requested and will be submitted upon receipt accordingly. This is one of two device reports related to this event; the associated manufacturer report numbers are 1225714-2013-02320 and 1225714-2013-02321.

Event description:
Additional information received noted the patient experienced a sudden cardiac event and expired approximately four years later, which is alleged to have been caused by the patient's exposure to the product administered during dialysis treatment.

Manufacturer narrative:
This is one of two device reports related to this event; the associated manufacturer report numbers are 1225714-2013-02320 and 1225714-2013-02321.